Manufacturer narrative:
This event was inadvertently filed. This event is not reportable. Per troubleshooting with tandem technical support the pump battery depleted as intended based of pump usage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with charging the pump battery and the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.